Event description:
Customer reports lancet sticks out after being fired while using the softclix plus lancet device. Customer reports she accidentally stuck herself. No treatment was received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.